Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver screen became frozen. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observation related to the customer complaint. Data was downloaded from the receiver and reviewed, finding no errors related to the incident. A global receiver functional test was performed on the receiver and it passed. A manual drop test was performed on the receiver and it passed. The complaint of a frozen display screen could not be confirmed. The root cause could not be determined.